Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) unit had fiber optic malfunction.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had fiber optic malfunction.

Event description:
N/a

Manufacturer narrative:
Corrected fields: d5, e2, e3, g2. A getinge fse replaced the cable assembly fo sensor extension and cable fiber optic jumper to resolve the issue. Unit past all functional and safety test per factory specifications. Return to customer and clear for clinical use.